Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture was received on april 29, 2025, with lot number 230286. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side "implant exchange and capsulectomy" and "right capsular contracture, baker grade ii". Healthcare professional later confirmed "exchange of a textured device due to product concern" and "capsular contracture baker grade ii". Healthcare professional later also reported implant was noted "ruptured" under observations during surgery. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side "implant exchange and capsulectomy" and "right capsular contracture, baker grade ii". Healthcare professional later confirmed "exchange of a textured device due to product concern" and "capsular contracture baker grade ii". Healthcare professional later also reported implant was noted "ruptured" under observations during surgery. Device was explanted.